Event description:
It was reported that an alert triggered due to a gradual rise in pace/sense impedance on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that the rv lead continued to have high pacing impedances as well as noise noted on non-sustained episodes, non-capture, and a fracture. The rv lead was capped and replaced.

Event description:
It was further reported that an alert triggered for high impedance. The impedance had increased suddenly; however, the impedance subsequently returned to a gradual increase. The rv lead will continue to be monitored.